Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 2184149-2021-00220. During an atrial fibrillation procedure, a pericardial effusion occurred. No location was displayed in the acquisition window during most of the procedure but occasionally, the catheter would locate. The catheter would not collect geometry in certain areas and would not display manually collected points, or auto-mapped points on the map. The cable was unplugged, respiratory gaiting was disabled, and sheath filters were reset with no resolution. Additionally, the automark meter would not display lesion time or impedance drop. The meter was reset, and the automarks were reselected and all connections were assessed, but the issue persisted. While ablating the ridge, the patient became hypotensive and a transesophageal echocardiogram showed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. It was noted that there was difficulty trouble keeping the sheaths fully engaged across the septum and readjustment was done often. At one point the impedence rose to 300+ ohms when the patient was hypotensive.